Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had second occurrence of hardware low level failure. The blood glucose level of the customer was 260 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device was received with the motor arm cannot communicate with the main arm error and hardware low level failures error confirmed in the device history due to software error. (B)(4).